Event description:
It was reported that a right atrial leadless pacemaker had difficulty separating from the catheter during initial implant. Maneuvering the system did result in separation, but the lp also dislodged from the patient's heart. The lp was successfully retrieved. The procedure was completed with the same lp and a new catheter. Patient had no other consequences.